Manufacturer narrative:
The device was not returned for analysis; it is not possible to determine the cause of the overheating without evaluating the device.

Event description:
The micro drill medium angled attachment was called in for overheating during testing. The event occurred during a regular maintenance visit. No adverse event was associated with the device.